Manufacturer narrative:
The patient required revascularization of the target lesion and target vessel. This is being reported as a follow-up to the clinical study. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 3.9 mg. Therapy date: (B)(6) 2014. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14h1651202; expiration date: 11/25/2014. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. (B)(4). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2014, the patient underwent an index procedure of a 100 mm , 90% stenotic denovo lesion in the left mid sfa. The patient was randomized to the paclitaxel balloon. The lesion was predilated using a 4 x 80 mm balloon and inflated to 10 atm, resulting in a residual 20% stenosis. Then, a 5 x 120 mm stellarex balloon was inflated to 10 atm for 1 minute, resulting in a final residual 0% stenosis. The patient was discharged with no complications. On (B)(6) 2016, the patient complained of left lower extremity pain and recurrent pain in the left leg with ambulation, probable claudicatiion. On (B)(6) 2017, the patient required intervention with atherectomy/dcb of the target vessel and target lesion. At this time, this event has resolved. The site assessed the event as not related to the procedure or the device.